Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer to further support the investigation; however, no response has been received. Based on the available information, the investigation cannot be further progressed at this time due to insufficient data. The complaint file will remain closed unless additional information is received, at which point it may be reopened for further evaluation.

Event description:
Philips received a complaint regarding a v60 ventilator displaying a ¿check vent¿ alarm with error code 110a (proximal pressure sensor autozero failed). The device was not in patient use at the time, and no patient impact was reported. The customer, with assistance from a remote service engineer (rse), confirmed the issue. After troubleshooting, the rse recommended verifying pin alignment and replacing solenoid valves 3 and 4. The customer was provided with the part identification for the rp-solenoid valve (v60) to proceed with the repair. The investigation is ongoing.